Event description:
Daughter of the end user reported that while her mother was sitting in the trhd22fr transport chair the seat fabric ripped causing her to fall through an land on the floor. The end user did go to the ER but was found to be fine other then some bruising.